Manufacturer narrative:
After battery installation, unit power up and display froze after count up. Followed by an unexpected constant tone alarm. The problem was isolated to mother board. Unable to perform operating current test for low battery alarm or verify unresponsive button due to frozen screen. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she changed the battery and now the buttons on the insulin pump were unresponsive. Customer's blood glucose level was 300 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.